Event description:
A caller reported an error with their continuous glucose monitoring system, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with detailed instructions for resetting the pump, and after the reset, the issue with the cgm error code did not reappear. The caller was able to successfully start a new sensor session following the guidance provided.